Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Date sent to the FDA: 11/29/2024 additional b5 narrative: it was reported that following the procedure, the patient experienced fistula and heterogenous lesion with central cystic/necrotic areas and peripheral irregular in the left upper quadrant of the abdomen. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2017 and mesh was implanted in the abdomen. The patient reported that the mesh never became part of their body, it migrated to just under their diaphragm and above their spleen. A fluid pocket has been over their spleen since 2017. There was a large fluid pocket and a small fluid pocket over the spleen. Tried to treat with antibiotics. In (B)(6) 2024, it was found to have tripled in size and contained infected fluids. Two pieces of the mesh were found intact under their diaphragm. The patient was hospitalized a few times. They've had surgeons ask interventional radiology to get a sample of it but the location was dangerous. The patient reported that two pieces of this same mesh identified by the pathologist was just removed in (B)(6) 2024 at the hospital and the spleen was lost in the process. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What type of surgery did you have? If in your possession, may we have a copy of your operative report(s)? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Date sent to the FDA: 10/02/2024. Additional information: a3a. Corrected information: g1. Additional b5 narrative: it was reported that the patient underwent a hernia repair procedure in (B)(6) 2017 and vicryl was implanted. The patient underwent removal surgery and splenectomy in (B)(6) 2024. The patient reported that the mesh never became part of her body, it migrated to just under their diaphragm and above her spleen. The patient reported a fluid pocket has been over their spleen since 2017. It was reported that the patient experienced infection. No additional information was provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.